Event description:
It was reported about a year ago the pt sat on a tv remote control and felt a burning sensation in the area of the stimulator. When the stimulator area was examined, there was a hole in the pt's pants and the tv remote control cover had melted. At the time of the event, the pt was pregnant, and the device was off. Since the event, the pt has had issues with the device. About a year later, there was a loss of therapeutic effect following a fall. The pt fell twice in the past 2 weeks and had a loss of bladder control. There was also a surging sensation and uncomfortable stimulation. Add'l info has been requested, a f/u report will be sent if add'l into becomes available.

Manufacturer narrative:
(B)(4).